Manufacturer narrative:
B1 (adverse event to yes, product problem to no), b2 (other serious), b5, h1 (serious injury to yes, malfunction to no), h6 (remove 1503, 2199, 2885, 4582 67/add 1905, 4613, 61) b1 (adverse event to yes, product problem to no), b2 (other serious), b5, h1 (serious injury to yes, malfunction to no), h6 (remove 1503, 2199, 2885, 4582 67/add 1905, 4613, 61)

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was above 500 mg/dl or displayed as "high"; specific value was unknown.. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding elevated glucose level were provided. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.